Event description:
A malfunction alarm identified as malf 9 was reported, and technical support confirmed that the fault ID was available. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction occurred again, which was acknowledged and understood.